Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 234 mg/dl at the time of the incident. Customer stated that he may have held the button too long. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.